Event description:
It was reported while on scene the crew was lifting the stretcher to the top level to drop the drag wheels so the stretcher would fit into the elevator. The crew alleges the patient shifted their weight causing the stretcher to tip over. No further details have been provided by the complainant regarding the alleged incident or the impact to the patient.

Manufacturer narrative:
The subject cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted. The cot was found to be functioning as intended and the reported incident could not be duplicated. It was observed the cot did have a bent load end caster and a bolt was missing from the drop frame. Both maintenance observations were recommended to be fixed prior to return to service. No further information was provided regarding the patient's condition or further details of what occurred leading up to and during the incident. The IFU for the product provides clear instruction on transitioning the position of the cot and maintaining control of the cot while transporting a patient.

Event description:
It was reported while on scene the crew was lifting the stretcher to the top level to drop the drag wheels so the stretcher would fit into the elevator. The crew alleges the patient shifted their weight causing the stretcher to tip over. No further details have been provided by the complainant regarding the alleged incident or the impact to the patient.